Manufacturer narrative:
The device was not returned and the lot number is unknown, therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with continuous renal replacement therapy (crrt) using a prismaflex control unit, an unspecified prismaflex m100 set, an alarm condition related to 'air in blood' was generated and ¿clots throughout the entire deaeration chamber and clots at the bottom¿ that were preventing the air from being removed from the return line were noted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.